Event description:
It was reported that the pt underwent surgery on (B) (6) 2008 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, a pelvic floor repair device and a sling were placed into the pt's body. The pt experienced multiple complications including erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional info has been provided.

Manufacturer narrative:
(B) (4) - dyspareunia: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair; tension free vaginal tape.